Event description:
It was reported that, following an unrelated procedure where it is unknown if ipg was set to surgery mode, the ipg was unable to communicate with external devices. A manufacturer representative attempted to recover the ipg with no success. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
D6b - date of explant - explant date should have been (B)(6) 2023 instead of (B)(6) 2023. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.